Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hip arthroscopic procedure, the ar-4068ch, nitinol broke when trying to recover, it was used on the opposite side, and it broke again. The case was completed by using another ar-4068ch without further issue.